Event description:
The user facility reported the stable chamber tubing became clogged during the surgery causing loss of aspiration. The pt experienced a corneal burn which required 3 sutures to close. Add'l info was rec'd stating the pt had a "rock hard" cataract which can lead to corneal discoloration. Prior to surgery the pt had only hand motion detection and is now at 20/25 with no correction. The pt has recovered completely.

Manufacturer narrative:
The device has not been returned for evaluation. A supplemental report will be submitted if any add'l info is rec'd. The lot number was not provided; therefore the sterilization and lot history records could not be reviewed.